Event description:
It was reported that during a lap anterior resection procedure, the staples looked like they hadn't closed properly. Another like device was used and this one worked as anticipated. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.